Event description:
Vitrectomy probe not "cutting." During vitrectomy procedure, the doctor noticed the vitrectomy probe was not "cutting". Scrub technician attempted to re-prime the entire cassette to check if that would resolve the problem. After re-priming and checking all of the connections on the machine, the doctor found that the vitrectomy probe would still not cut. Supervisor and eye service lead were both notified and assisted with additional trouble shooting, but no improvement was made. Problematic cassette lot # 202312239. A new cassette with a different lot (#202401336) was opened and used instead. The new cassette with new probe worked well and the vitrectomy case was able to proceed.